Event description:
It was reported that during engineering evaluation, it was discovered that the motor device heated up. The evaluation occurred in engineering evaluation; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and found the thermistor was bad and the motor had heated up. It was determined that allowing the device to operate with worn and loose bearings created heat causing the thermistor to go bad. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.